Event description:
It was reported that the patient experienced an increase in seizures that day and was seen in the emergency room. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient's increase in seizures were related to a sinus infection and was not related to vns therapy. The patient was given antibiotics. The sinus infection has resolved and the increase in seizures has resolved.